Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported the battery longevity of the device was depleting rapidly, and showing a 2.5 year drop within one year. The device was explanted and replaced on (B)(6) 2019. No adverse patient effects were reported. An inquiry has been sent to the field as to whether the device will be returning for analysis. It is currently unknown as to whether the device will be returning.

Event description:
It was reported the battery longevity of the device was depleting rapidly, and showing a 2.5 year drop within one year. The device was explanted and replaced on (B)(6) 2019. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.